Manufacturer narrative:
The fse evaluated the device on site. The fse re-done the operation test, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.